Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia, found the difference between the sensor glucose and blood glucose was not within the target range and also reported that the sensor glucose reading was false high and that caused the pump to give more insulin. Troubleshooting was performed and the customer was treated with food. The insulin delivery was not suspended due the difference and the customer did not take any medications. The current blood glucose value was 170 mg/dl. The customer was using the insulin pump within 48 hours of the reported incident and also found the smart guard feature was active at the time of the reported event. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.